Manufacturer narrative:
Device code (B)(4) relates to component code (B)(4). (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of an 8x4mm omega stent delivery system it was noted that the stent struts were lifted. The device did not enter the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the balloon was tightly folded with the stent secure on the balloon. The first and second row of struts on the proximal end of the stent were bent and flared. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of an 8x4mm omega stent delivery system it was noted that the stent struts were lifted. The device did not enter the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device. Ous only devices.